Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional requested to replace the lens in initial procedure. Additional information was requested and received that he lens was found to be scratched after insertion, there for lens was removed and replaced.